Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). Terumo bct is awaiting return of the disposable set.

Manufacturer narrative:
This report is being filed to provide additional information in h.3, h.6 and h.10. Investigation: we received one collection bag with the leukocyte-removing filter (hereinafter referred to as "filter"). We visually confirmed that the filter was connected in the correct direction and there were no abnormalities such as occlusion in the tubing connecting the collection bag and the filter. We also visually checked the blood remaining in the collection bag and no blood clots were observed. We cut the tubing connected to the outlet side of the filter to discharge the remaining blood inside the filter on a testing sieve (mesh size: 90 m, mesh: no. 170) as much as possible. We visually checked whether there were any residues on the sieve after mild rinsing, and no blood clots were observed. A soft bag containing normal saline was connected to the inlet side of the filter to rinse the remaining blood inside the filter with normal saline flowed by gravity, then we took out eight filter membranes placed inside the filter and set them on a waste cloth for further observation, but we did not observe the attachment of blood clots. In order to examine the state of trapped white blood cells in the filter membranes, all the filter membranes were stained with toluidine blue. We observed the state of staining and confirmed that the upper areas of the membranes were stained reddish purple or not stained, and the lower areas of the membranes were stained blue although they differed in degree. In regard to the filter used for the product in question, the filter media is formed (membrane making process) followed by the cutting process, warming process, staking and punching process, and housing assembling process. The filter has two types of membranes that have different pores - pre-membrane and main membrane. With regard to the filter used for the product in question, one pre-membrane and seven main-membranes are used. Regarding the leukoreduction performance of the filter concerned, particulate removal rates are tested as in-process control and are confirmed to meet the test standards. We reviewed the test record of the particulate removal rates and confirmed that all the test results conformed to the standards. We also reviewed the record of the manufacturing process of the filter product and did not observe any abnormalities or deviations that could affect product quality. For release testing of the product concerned, the blood preservative solution was tested on quantitative tests of sodium citrate hydrate, citric acid hydrate, sodium dihydrogen phosphate, and dextrose, and on net volume measurement and they were satisfied. We reviewed the testing and inspection record of the lot number in question and confirmed that the results of the tests mentioned above conformed to the standards. We have not received any complaints about wbc count failures associated with the lot number concerned. Root cause: as stated in the preceding section, we did not observe the attachment of blood clots to the filter media placed inside the returned filter; however, it was confirmed that all the filter membranes were partially, not evenly, stained with toluidine blue. Hence it was inferred that the inflow of non-uniform blood occurred in all the membranes for some reason. In this case, it is presumed that blood is likely to be filtered faster than usual. Based on the investigation of the records relating to manufacturing control and quality control of the filter, no abnormalities or deviations were observed and we determined that the occurrence of this issue was limited as no similar complaints were reported against the lot number in question from other customers; therefore, we believe that the filter used this time conformed to our quality standards. It was inferred from the confirmation of the state of staining the returned filter that uneven inflow of blood occurred in the filter which was different from normal; however, we were not able to identify the cause of the occurrence of the wbc count failure in question. Furthermore, from the investigation results and so forth of the past similar issues which our factory received, the following cases are cited as common causes of wbc count failures: - blood characteristics of a donor; and - white blood cells are leaked from the filter due to applying pressure to the collection bag or filter during filtering the collected blood